Event description:
It was reported the pt has been experiencing pain at the ipg site since falling on it. The pt feels the ipg has moved and due to this the charger/programmer can no longer communicate with the ipg. As a result, the pt was sent a replacement antenna for her charging sys. The pt will meet with her doctor on a later date to discuss the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.